Event description:
This was a right-sided lead extraction conducted in the or to remove 2/3 leads (rv-sjm 7000 riata dual coil ICD and ra-sjm 1788 tendril st; 72mths old; lv lead not removed) due to ra detachment and rv impedance. Pre-operative cxr showed the ra was detached and currently located in the svc. The patient also had an abandoned left-sided pacing system that was left in place. The patient was intubated and prepped per hrs recommendations. The md prepped both leads with a lld-ez, began lasing the ra lead with a 14f glidelight successfully extracting it within 4 seconds. Lasing continued with the 14f glidelight on the rv lead, progressing to approximately halfway down the distal coil until snowplowing occurred. The md upsized to a 16f glidelight easily passing over the distal coil, stopping ~1cm before reaching the distal tip of the lead, the laser was turned off. Traction placed on the lld-ez, pulling with moderate force 3 times, successfully extracted the rv. Within seconds the patient's abp dropped from a baseline of 90/42 to 60/42. The cvs was paged, an effusion was noted on the tee, CPR started, blood products were hung, and an unsuccessful pericardiocentesis was attempted. The cvs arrived within 7 minutes and performed a sternotomy within 8 minutes of the initial abp decline. A total of 8 units were given, the patient was then placed on the cell saver. The cvs noted a ~2cm perforation in the rv apex, repairing it easily with sutures. The patient was placed on a balloon pump after the successful repair. Upon examining the distal portion of the rv lead it was noted to have a sizable amount of myocardial fat attached, leading the md to believe the rv had a pre-existing perforation. The patient was transferred to the ICU, extubated and removed from the balloon pump the following day and recovering well.